Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. An error 4 message was observed when testing with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (06/26/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 6/20/2013 and 2/7/2013, respectively, with the following findings: although the error was not reproduced, the meter failed testing. The test strips produced an 'error 4' message when tested with control solution and also failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.